Manufacturer narrative:
Device passed the displacement test and rewind test. Device was unable to prime during prime test and then alarmed a33 during prime test at 4.0 lbs due to faulty force sensor resistor. Unable to complete the functional testing including the basic occlusion test, occlusion test, prime test, excessive no delivery test, delivery accuracy test, the stop current and run current measurement tests, self test, off no power alarm test and a21 error test due to prime anomaly and a33 alarm. Drive support disk was inspected and no anomaly was noted. Device had minor scratched display window, cracked battery tube threads, cracked case at the reservoir tube window corner and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they hospitalized due to hyperglycemia on (B)(6) 2019. Customer¿s blood glucose level value when admitted to hospital 432 mg/dl and over 400 mg/dl. Customer reported that the high blood glucose over delivery of insulin didn't disconnect when priming. Customer treated with manual injection. Customer reported that the insulin pump was not working. Customer stated that the insulin was squirting out during the manual prime process and insulin pump error alarm occurred. Customer was unable to describe any possible damage to the drive support cap. Customer was advised to discontinue use of the device and revert to a back-up plan. The insulin pump will be returned for analysis.